Manufacturer narrative:
Approximate age of device: 76 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted to the hospital after a pulseless electrical activity (pea). Per the account, the whole event surrounding the pea arrest was unclear. The patient was reported to have been dyspneic, then unresponsive, then pulseless. The account did not believe the event to be device related. Upon admission the patient was reported to have 1-2 low flow alarms but other than the alarms the pump function appeared to be normal. The patient was discharged to a rehab/vent weaning facility for ongoing pulmonary care. The patient did not have further issues with her vad during her admission. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, low flow alarms could not be confirmed based on the submitted log files. The submitted event log files contained data from 25apr2019 through 29apr2019 and appear to capture the device functioning as intended above the low speed limit with no atypical alarms or events. The submitted periodic log files contained data from 19apr2019 through 29apr2019. On 23apr2019 at 16:12:15, in the lvad periodic log file, calculated flow was recorded as 1.7 lpm, below the low flow threshold of 2.5 lpm. This low flow event was captured approximately 2 hours after the reported cardiac arrest (14:30:00). It is unclear if the low flow seen in the lvad periodic log file persisted long enough (10 seconds) to trigger a low flow alarm due to the lack of data from this date captured in the event log files (due to frequent pi events). It should be noted that the periodic log file was recording data at 1-hour intervals throughout the log file. No other atypical events were captured, and calculated flow remained above the low flow threshold for the remainder of the submitted log files. The patient remains ongoing on heartmate 3 lvas. No further complaints have been reported at this time. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Dir, heartmate iii controller (document 1006967, rev. R) states that, ¿the controller must be able to store a minimum of 100 event records and 100 periodic records.¿ also, the heartmate 3 lvas IFU states that, ¿the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved.¿ no further information was provided. The manufacturer is closing the file on this event.